Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's grandmother called to report that the insulin pump alarmed battery out limit after changing the battery. Customer's blood glucose reading was 486 mg/dl. Assist customer with reprogramming a fixed prime. Customer's grandmother stated that the batteries were out of pump greater than the duration of time allowed by the pump. Offered to troubleshoot for the high blood glucose levels, the customer's grandmother stated that she does not think it was the pump. Assisted customer with running self test. Advised customer to monitor the pump. Replacement product is being sent.